Manufacturer narrative:
1038671-2024-01611 manufacturer narrative: the reason for the revision reported in case (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 118 months after a left total knee replacement procedure, the patient underwent a revision procedure to address pain, swelling, stiffness, tissue damage, loosening, polyethylene wear, osteolysis, synovitis, and patelloplasty. No further issues or complications were reported. No additional information is available.